Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be reproduced or confirmed. During the device evaluation it was observed that the zoom did not operate smoothly due to the malfunction of the zoom mechanism caused by external factors. It was also observed that the bending angle was insufficient due to the elongation of the angle wire. Additionally, the play of the angle knob was out of the normal state due to the elongation of the angle wire. It was observed that the curved rubber adhesive had a chip due to deterioration or damage caused by chemical or physical stress. It was also observed that the universal cord had wrinkles due to external factors. Corrosion was observed in the scope connector due to water leakage caused by handling. Lastly, scratches were found on the following unit components due to handling or other external factors: tip cover, scope connector, operation part, hardness adjustment ring, operation unit cover, up-down angle fixing lever, up and down knob, right and left knob, the grip, universal cord, scope connector cover and on the right-left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had a scope communication error (e315). There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following: a defective image sensor unit, a defective video connector circuit board, or a system failure. Olympus will continue to monitor field performance for this device.